Manufacturer narrative:
Please see summary memo.

Event description:
The doctor reported the implant was removed due to infection from adjacent tooth, 1 years and 6 months after implant placement. Bone quality around the area was type IV, and oral hygiene around the implant was moderate. Local infection, periapical infection from both adjacent teeth, and bone resorption were reported during the implant removal surgery. Bone augmentation material was used in implant placement surgery. The patient will need another surgical intervention.